Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 527 mg/dl. The customer¿s current blood glucose was 597 mg/dl. The customer treated high blood glucose with shots. The customer experienced symptoms like headache, and he is feeling funny inside of his body. The drive support cap was normal. The customer's current blood glucose was 586 mg/dl. The product was not returned for analysis.